Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported the right ventricular (rv) lead bipolar impedance has decreased and continues to remain low. The lead remains in use. No patient complications have been reported as a result of this event.